Manufacturer narrative:
Ptc investigation result received on 01-feb-2015. Ptc global number (B)(4). Final assessment: this is report from an unknown patient with no contact information to conduct a follow-up. The symptoms reported could not be confirmed. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report (received via regulatory authority) refers to a female consumer of unspecified age, who had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding non-stop for 6 months and serious infection. These events, interpreted as genital haemorrhage and pelvic inflammatory disease respectively, are serious due medical importance and listed in the reference safety information for essure. During essure use, abnormal genital bleeding and menses pattern changes may occur. In this report, the consumer had this bleeding with excruciating pain which eventually led to an ablation. Given the nature of the event, causality is assessed as related to essure. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. In this case, the consumer had a removal of left tube and a ovary due serious infection. Although the onset date of infection was not specified, the essure devices are placed and acts locally in fallopian tubes and are very close to the ovaries, so the event is assessed as related to essure use. Since both events led to a required intervention (ablation and left tube and ovary removal) the case is regarded as incident. Technical analysis concluded unconfirmed quality defect. There is no reason to suspect a causal relationship to a potential quality deficit based on this report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5039766) in united states on (B)(4) 2015 who had essure (fallopian tube occlusion insert) inserted. Consumer stated that she presented heavy bleeding nonstop for 6 months with excruciating pain which eventually led to an ablation; dnc (term not specified); and removal of left tube and ovary due to serious infection. No further information was provided. Company causality comment: this non-medically confirmed, spontaneous case report (received via regulatory authority) refers to a female consumer of unspecified age, who had essure (fallopian tube occlusion insert) inserted and experienced heavy bleeding non-stop for 6 months and serious infection. These events, interpreted as genital haemorrhage and pelvic inflammatory disease respectively, are serious due medical importance and listed in the reference safety information for essure. During essure use, abnormal genital bleeding and menses pattern changes may occur. In this report, the consumer had this bleeding with excruciating pain which eventually led to an ablation. Given the nature of the event, causality is assessed as related to essure. Upper genital tract infections, also referred to as pelvic inflammatory diseases (pids), occur when microorganisms ascend from the lower genital tract, infecting the uterus, fallopian tubes and ovaries. While essure system is sterile it may, due to a bacterial contamination during insertion, become a vehicle for microbial transport in the upper genital tract. This may explain an increased risk for pelvic infections after insertion procedure. In this case, the consumer had a removal of left tube and a ovary due serious infection. Although the onset date of infection was not specified, the essure devices are placed and acts locally in fallopian tubes and are very close to the ovaries, so the event is assessed as related to essure use. Since both events led to a required intervention (ablation and left tube and ovary removal) the case is regarded as incident. Technical analysis has been requested.